Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records identified one approved temporary deviation notice (dn). There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility¿s clinical manager reported that a patient experienced blood loss while undergoing hemodialysis (hd) therapy. The following details were provided. The machine alarmed blood leak during treatment. Treatment was stopped. A test strip confirmed the presence of blood in the dialysate. The estimated blood loss (ebl) was not provided. There was no harm or adverse event reported. No malfunction of the machine was observed or identified, prior to, during, or following the hd therapy. The machine alarmed appropriately. The dialyzer was not available to be returned to the manufacturer for evaluation.

Event description:
The user facility reported upon follow up that the blood leak occurred approximately one hour after initiation of the patient's hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. Blood was visually observed in the dialysate compartment of the dialyzer. No dialyzer damage was visible. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was reported as being approximately 250cc. The patient completed treatment with a new set-up on the same machine. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility.